Event description:
It was reported that during a donor nephrectomy procedure, the device wouldn't close properly over the ureter and the surgeon said it didn't feel right. A second device was opened, but it did not fire properly, as the staples did not form. The surgeon clamped and sutured the tissue. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.